Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and was unable to communicate with the device to restore it. Technical support suspected premature battery depletion and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of device in backup mode and telemetry communication issues were confirmed. Premature discharge of battery was not confirmed. The device was received in backup mode and telemetry communication was unstable. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.